Manufacturer narrative:
The device was not returned to zoll for evaluation. The suspect control board was removed and returned. The malfunction was duplicated and attributed to a faulty switch.

Event description:
During biomed testing the device was unable to increase pacer rate. There was no pt involvement in the reported malfunction.